Manufacturer narrative:
Citation: franzone a. Et al. Transcatheter aortic valve thrombosis: incidence, clinical presentation and long-term outcomes eur heart j cardiovasc imaging. (B)(6) 2018;19(4):398-404. Doi: 10.1093/ehjci/jex181. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding incidence, clinical presentation and long-term outcomes of transcatheter aortic valve thrombosis. All data were collected from a single center between august 2007 and february 2016..the study population included 1396 patients (male and female were equally represented; mean age 80 years), of which 920 patients were implanted with medtronic corevalve prosthesis and 174 patients were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients adverse events included: valve thrombosis, dislocation of prosthesis with implantation of second valve and high gradients. Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.